Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (low charge capacity) has been confirmed. As received, the battery was able to power on a monitor but was not able to charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the defective battery.

Event description:
A us distributor reported that a battery was not charging.